Event description:
Hcp reports the pt presented in 2003 with signs of withdrawal. These included increased pain, "excessive sweating, chills, abdominal cramps, nausea, palpitations and high blood pressure. The pump was interrogated and found to have "no battery failure." The side port was accessed and "there was negative aspiration of cerebrospinal fluid using a 10ml syringe. The catheter (distal) was in the spinal canal as viewed fluoroscopically" via lateral and anterior-posterior films. The hcp believes the catheter was possibly disconnected or dissected. The pump was put in a stop mode and the pt was started on oral dilaudid. The hcp reported the pt recovered without sequela. "On followup pt was doing fine without any signs of withdrawal." Pt was scheduled for a pump/catheter exploration and possible revision but was cancelled for other timely personal reasons per pt.